Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's carbohydrate ratio of was incorrectly programmed to 1:1.8 rather than the intended value of 1:8. The customer's blood glucose was approximately 300 mg/dl. Reportedly, the customer updated the pump settings and resumed insulin delivery.